Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the pump was very hard to pump. During surgery, the physician noticed a capsule around the pump. The physician was able to inflate the cylinder four times without issues. Therefore, the scar tissue was removed and the pump was repositioned in the scrotum. There were no patient complications.